Manufacturer narrative:
Device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: bd life sciences - preanalytical systems had not received any sample and/or photos from the customer facility. The device history records could not be reviewed as the lot number is unknown. Investigation conclusion: bd was unable to confirm the customer¿s indicated failure mode because the lot number is unknown. Root cause description: no root cause could be determined as the lot number is unknown. Rationale: the investigation could not be performed as the lot number is unknown. The device history records could not be reviewed as the lot number is unknown.

Event description:
It was reported that the bd microtainer® map microtube for automated process k2 edta experienced clotting, causing erroneous results and resulting a redraw on the patient.